Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An anti-anginal agent was administered and spasms were resolved immediately.

Event description:
It was reported that during a pulsed field ablation procedure, after three left superior pulmonary vein (lspv) conductions, st elevation occurred which was detected on the surface electrocardiogram (ECG). Pulsed field ablation was discontinued and a coronary artery angiography (cag) was performed. According to the imaging, spasms of right coronary artery (rca) were observed, it was not associated with air embolism. Nitorol was immediately administered, and the spasms were resolved immediately, so the treatment was continued. The patient did not experience any similar events afterwards, and the event was successfully completed. According to the laboratory records, the st had slightly increased before the power was delivered, but it had clearly increased after the power was delivered. It was suspected to be a result of a type of vagus nerve reflex, the case was completed with pulsed field ablation. The patient was later discharged and was noted to be without any particular health problems. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.